Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Device history record review, clinical assessment and risk register conclusion pending, will be submitted on completion this is an initial report 26jul2023 technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation: confirms trended case conclusion clinical evaluation: it has been reported that the hearing aid was making noise in charger, and charger was getting extremely hot when charging. There is no mention of harm to the user, or their property. It is unknown whether original accessories were used. The clinical investigation concluded: : the chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is completed. This is a final report.

Event description:
Estimated date of incident sometime in may2023 (best estimate) on 31may2023 it was reported that hearing aid making noise charger getting extremely hot. Per dispenser charger box get hot when charging, it is unknown if original accessories were used at the time of incident no harm to people or property reported further follow up expected 26jul2023. No further follow up has been received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Device history record review, clinical assessment and risk register conclusion pending, will be submitted on completion this is an initial report.

Event description:
Estimated date of incident sometime in may2023 (best estimate). On (B)(6) 2023 it was reported that hearing aid making noise charger getting extremely hot. Per dispenser charger box get hot when charging, it is unknown if original accessories were used at the time of incident no harm to people or property reported. Further follow up expected.